Event description:
It has been reported to philips that the azurion device would not x-ray. No harm has been reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer communicated with the customer and addressed il issues on the azurion m12 system. A review of the system log file showed x-rays are not possible because there are too many missed frames, a blank viewport, and the method throws an exception. The philips engineer suggested service. But no feedback has been received after a reminder for the case, and no service has been provided by philips. To date, no further information has been received. These codes were updated based on the investigation outcome. The evaluation method code grid was corrected.